Event description:
An olympus single use tetracatch v retrieval basket was used to remove a biliary stent in the pt¿s bile duct, during an ercp procedure. The retrieval basket ¿fractured¿ and was unable to be pulled out of the bile duct. Another retrieval basket was used and the ¿fractured¿ basket was able to be removed. This was performed under fluoroscopy. All ¿fractured¿ basket parts were removed. Reason for use: ercp removal of stent.